Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device failed to defibrillate during patient use causing a delay in rescue. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by local philips customer support team and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the device failed to defibrillate during a patient use. There was reportedly no patient harm. Available details indicate that the device failed to defibrillate during a patient use. The use event was resolved when another device was used. The device was evaluated by the hospital¿s equipment engineer. Insufficient information is available to support final failure analysis. A good faith effort was made to obtain additional information but, there is no information available. Based on the information available, the reported problem was not confirmed. Insufficient information is available to support further analysis of the reported event because no further information is available. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device has been returned to full functionality, but there is insufficient information available to support final failure analysis. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.